Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were unresponsive and alarmed button error. The customer stated that when she bolus for breakfast the buttons were unresponsive and alarmed button error. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly. However, the insulin pump had moisture on keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked case at display window corner.